Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, ¿it was reported that the offset cup impactor distal button is stuck¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis revealed that angled acet insertr exhibits an overall appearance consistent with normal and constant usage for around 3 years. Additionally the button of the release/locking mechanism was found fully pressed. Functional evaluation revealed that the release mechanism has become jammed and won't allow button to return to its initial position; confirming the reported event. The observed condition of the device can be attributed to the hex drive end of the shaft pushing against, and dislodge the spring from the recess when assembling the device after cleaning. If the spring detaches from the button this may cause the spring to deform as it is not acting in its intended state; thereby contributing to the jammed condition of the release button. The overall complaint was confirmed as the observed condition of the angled acet insertr would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the offset cup impactor distal button is stuck.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), d9, h4. Corrected: d4 (primary UDI #). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.